Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to misuse by the customer. The event can be prevented by following the instructions for use (IFU): evis eus ultrasound bronchofibervideoscope olympus bf-uc190f reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to olympus for further evaluation and testing. The correct adapter has been ordered and put into use. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer that the subject device was reprocessed incorrectly. The cleaning adapter for the etd-4 washer disinfector that connects to the balloon channel of the scope was missing. The scope was being reprocessed with a standard bf-cleaning adapter and did not have anything connected to the balloon channel in the etd-4. There was no report of patient or user injury due to the event.